Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e200 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e200 had vertical lines appeared on the display during operation, and after restarting the system, the screen turned completely red. Although the previous procedure concluded without issues, powering on subsequently led to the power button led staying red and necessitated a prolonged press to initiate. Troubleshooting included instructing a hard cycle on the display, but the screen still remained completely red. The procedure was completed with no reported injury.